Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support. Additionally, the battery gauge was observed to be fluctuating. Customer¿s blood glucose was 167 mg/dl. Customer continued to use the pump for insulin therapy.